Manufacturer narrative:
It was reported by customer that tubing became disconnected from filter. No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material #: 11532269, batch #: unknown. It was reported by customer that tubing became disconnected from filter. Verbatim: tubing became disconnected from filter.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set separated the following information was received by the initial reporter with the following verbatim: tubing became disconnected from filter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.